Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation the right ventricular lead exhibited high impedance and noise which was diagnosed as ventricular fibrillation. No therapy was delivered during the noise episode. No device intervention was performed but lead revision was discussed. Patient was stable.